Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference sections b5 and h6; medical device problem code. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the customer's report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. The electrode pads and battery involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device reboot/reset itself. Complainant indicated that there was no patient involvement in the reported malfunction.